Manufacturer narrative:
Section d6b: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section e1: reporter: middle name: unknown/ not provided. Section e1: reporter: address: address - line 2: unknown/ not provided. Section e1: reporter: address: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion the surgeon informed the staff that the haptic of toric non-preloaded intraocular lens (iol) was completely sheared off the body of the lens. The lens was loaded without issue with provisc for viscoelastic. Lens was removed and replaced with the back-up lens. No further information was provided.